Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, after inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.